Event description:
The pt reported the pump was implanted in 2006, with a revision the following mo. The next mo, the pt developed withdrawal symptoms and became comatose. No device troubleshooting was reported. Six months later, a dye study revealed the pump was not connected to the catheter. The pt stated he will need another revision.